Manufacturer narrative:
Corrected data: b1, b2 corrected to a serious injury MDR, the patient will now be revised. Additional manufacturer narrative: reported event: an event regarding alleged seizing involving a jts distal femur was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: not performed as not enough images were provided to confirmed that the device did not extend. Product history review: review of the product history records indicate the device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other events for the pin referenced. Conclusions: an event regarding alleged seizing involving a jts distal femur was reported. The event was not confirmed. However, the senior staff designer confirmed that the device "(which has an extension capacity of 50mm) has been extended by approximately 38mm. There should be approximately 12mm more to reach full extension. There is currently 20mm leg length discrepancy (right lower limb shorter than the left)." The exact cause of the event could not be determined because further information such as pre- and post-lengthening procedure x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker joint replacement. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "the patient's jts motor would not spin continuously. We'd engage the magnet, it would get up to speed then stop. We were able to extend the implant slightly using a start/stop method by switching the drive unit on and off repeatedly. The jts motor ultimately seized up at would not lengthen. The patient's leg was removed from the electromagnet, and then replaced. We tried to lengthen him further but the motor would seize before it got up to speed." Operative side: right. Update 12/may/2021: a patient specific implant prescription form has been received for the patient's right jts non-invasive grower. Noted on the form: "broken stanmore component. Revise growing component that is no longer responding to magnet." Update 20/may/2021: "...there is currently 20mm leg length discrepancy (right lower limb shorter than the left)."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
As reported: "the patient's jts motor would not spin continuously. We'd engage the magnet, it would get up to speed then stop. We were able to extend the implant slightly using a start/stop method by switching the drive unit on and off repeatedly. The jts motor ultimately seized up at would not lengthen. The patient's leg was removed from the electromagnet, and then replaced. We tried to lengthen him further but the motor would seize before it got up to speed." Operative side: right.